Manufacturer narrative:
Testing of actual device: a getinge field service engineer (fse) evaluated the iabp unit and learned the overheating alarm was isolated to the compressor and temp. Sensor. To fix the issue, the fse replaced the compressor and temp sensor and ran the unit for 24 hours to verify the fix. The fse than returned after 24 hours and learned the unit failed with low vacuum alarm because the vacuum regulator was not functioning. To fix the issue the fse ordered regulator replacement and replaced it. Full pm, calibration, safety, and functionality checks were completed per the service manual and passed to factory specifications. The iabp was than released to the customer and cleared for clinical use. A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed an overheating error. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the compressor, temperature sensor and regulator, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.